Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: investigation revealed that the display screen was dim and discolored. The keypad cover was also found to be torn and the keypad buttons were found to be unresponsive. The keypad buttons were also found to be worn. The keypad cover was removed and contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. The keypad cover was also found to be torn and the keypad buttons were found to be unresponsive. The keypad cover was removed and contamination was found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 01/06/2014.